Event description:
At an estimated two weeks prior to the procedure, the pt received a sphincterotomy during an ercp procedure. At this time, the biliary stone was unable to be removed. The physician elected to place a biliary stent. In 2003, a second ercp procedure was performed, but a sphincterotomy was not completed because the physician reported that the biliary orifice seemed large enough for passage of the biliary stone. The biliary stent was removed. The physician used a wilson-cook memory soft wire basket in an attempt to remove the stone. The biliary stone was captured with the basket, but would not exit the biliary duct. The physician elected to perform mechanical lithotripsy with a wilson-cook conquest lithotriptor. During lithtripsy, the basket wires broke near the handle assembly. An attempt was made to free stone from the basket, but to no avail. A sphincterotme was placed into the duct with the basket in place to perform a sphincterotomy. Passage of the biliary stone remained unsuccessful. Lithotripsy was attempted again with a different lithoriptor device on the same basket. The second lithotripsy attempt was unsuccessful because the basket wires broke near the handle assembly during use. The pt was admitted to surgery, where the basket and stone were removed. The pt's condition was reported as well.